Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 1998, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot (B)(4), ubd: 18-may-2000, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen at 754 mcg/day. The reason for use was not reported. It was reported that during a pump replacement, the sutureless connector would not release off of the old pump. The doctor cut part of the 8781 catheter and replaced it with 8784. It was also reported that the product status was ¿implanted ¿ remains in service.¿ the new connector was successfully attached. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The hcp would have no further information on this event. The patient¿s weight was unknown. The patient status was listed as ¿alive ¿ no injury.¿ there were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2018. The cause of the catheter not releasing from the old pump was not determined. It appeared that the white silicone piece (of the sutureless connector) came off of the metal piece of the connector. The metal piece of the sutureless connector was still connected to the old pump. The catheter will not be returned to the manufacturer. This info has been confirmed with the physician. There were no further complications reported/anticipated.